Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 340 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer declined to perform testing on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.